Event description:
The health care provider reported that the pump was being removed as it caused discomfort in the patients rib area. It was noted the patient was roughly 60 lbs. The pump was used to deliver morphine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received later indicated that the pump and catheter were explanted. It was stated that to the patient "pump was difficult and uncomfortable; the ribs were being affected". Following explant patient outcome was noted as no injury.

Manufacturer narrative:
Catheter model # 8709 serial # (B)(4) implanted on: (B)(6) 2007 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).